Event description:
Company rep reported needle broke off in pt's abdomen. The broken needle was surgically removed.

Manufacturer narrative:
Device history review was conducted and no anomalies noted. Awaiting add'l info of product eval. Will submit a supplemental report when add'l info becomes available.